Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 254 mg/dl. Device was making a constant tone when the battery was inserted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage was found on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test or to confirm unresponsive buttons and low battery alarms due to blank display. No audio or beep anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.